Event description:
Report received of the deivce powering off on its own with no audible alarm. The device was returned to the user facility's biomedical engineering dept with an unsigned note stating "not working, keeps shutting off." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.